Event description:
Fourteen months after the symmetry bypass connector (sbc) was implanted cardiac catheterization revealed 100% re-occlusion of the 1st marginal branch. The sbc was used at this location with a saphenous vein graft (svg).